Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the left monitor failed to display an image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report or pt death or serious injury.